Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. Evidence of use and blood residue was present throughout the catheter. The catheter extended up to the 34.5 cm depth marker. A paper note with the written lot: recz3605 was also provided. Manipulation of the catheter revealed a preferential kink near the 4 cm depth marker. The sample was flushed with water using a 12 ml syringe and a leak was observed near the kink location. Microscopic observation of the leak location revealed a longitudinal split located at the apex of the catheter kink. The formation of the longitudinal split likely occurred due to the stressed experienced by the catheter during the kinked position. Repeated kinking of the catheter may also lead to material fatigue. The catheter was cut proximal to the damage location in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. The product instructions for use (IFU) contains information which may have prevented this reported event which states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of recz3605 showed three other similar product complaint(s) from this lot number.

Event description:
PICC placed in (B)(6) 2019. It was reported that there was leaking from insertion site while flushing. Removal of cath. A hole 4,5 cm mark on cath. The catheter was at skin level 2 cm. The patient received the following chemotherapy drugs: metotrexat, obinutuzumab, rituximab, doxorubicin, vinkristin, cyklofosfamid, cytarabin, etoposid, karboplatin, ifosfamid, cisplatin. (These are the names of the chemo in swedish).

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3605 showed three other similar product complaint(s) from this lot number.

Event description:
PICC placed in (B)(6) 2019. It was reported that there was leaking from insertion site while flushing. Removal of cath. A hole 4,5 cm mark on cath. The catheter was at skin level 2 cm. The patient received the following chemotherapy drugs: metotrexat, obinutuzumab, rituximab, doxorubicin, vinkristin, cyklofosfamid, cytarabin, etoposid, karboplatin, ifosfamid, cisplatin. (These are the names of the chemo in (B)(6)).